Event description:
It was reported that the device alarmed for loss of power during implementation quick check testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The probable cause of the reported issue is an out of box failure device. A service history review was not available as this is a new device.